Manufacturer narrative:
Reported event: an event regarding wear & pain involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
Inside of head and neck appeared to have a dark film to it. Both head and poly were removed, the neck trunion was cleaned with lap sponge. A new eccentric liner was put in, along with a universal adapter sleeve and a new anatomic universal taper femoral head. Update 12/september/2018: as reported in how was issue noticed: "after pain presented following the original procedure, a mars MRI was performed." As reported in adverse consequences details: "patient was brought back for revision hip procedure due to hip pain."